Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a sensor error code with the freestyle libre 2 sensor, and customer was therefore unable to obtain scan readings. The customer developed symptoms of speech disorder, trembling, and cold sweat, and required treatment of juice by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Sensor plug was in the pack along with the sharp. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Insertion failures was observed. This issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a sensor error code with the freestyle libre 2 sensor, and customer was therefore unable to obtain scan readings. The customer developed symptoms of speech disorder, trembling, and cold sweat, and required treatment of juice by her husband. There was no report of death or permanent injury associated with this event.